Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 8709sc, lot# n192954014, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving morphine, dose and concentration not reported via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient had a granuloma. The granuloma was removed and the pump was taken out along with it. The patient had to have emergency spine surgery because of an infection that the pump caused on their spine. The patient stated they were almost in a wheelchair it was so bad. The patient was still numb from it. Diagnostics or outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.